Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously removed. A revision surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the previous aus was explanted on an unknown date prior to the revision surgery due to being perforated by a catheter that was placed on the patient's urethra. The patient did not experience any further adverse events. There was no additional information from the post operation status, however it was stated that the surgery appeared to go great. No more information available through physician. Should additional information become available, it will be provided.